Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported in a journal article (long-term clinical and radiographic outcomes of porous tantalum monoblock acetabular component in primary hip arthroplasty: a minimum of 15-year follow-up, investigation was performed at the department of geriatrics, neurosciences, and orthopedics, agostino gemelli university hospital, catholic university of the sacred heart, rome, italy, published december, 2015, that one patient underwent revision of their tm monoblock cup. The tm monoblock cup was revised for deep infection; at surgery, the cup showed osseointegration. No additional information was provided as per the part / lot information, etc.